Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was removed during the same surgery due to low vaulting. There was no report of any patient injury. The lens was not exchanged for another lens and the patient is doing very well.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and there was clear surgical residue on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within its specifications. (B)(4).